Manufacturer narrative:
(B)(4).

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient or user.

Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach to the patient esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. Visual inspection revealed a bend of the delivery device, and appears to have been mishandled. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications.